Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 21 patient samples tested between (B)(6) 2017 for crej2 creatinine jaffé gen.2 (crej) and ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). Some samples were tested as part of an instrument correlation that is performed every hour. All samples were tested in parallel on the c702 analyzer and a cobas 8000 c (701) module - c701. The customer issued corrected reports for some samples. Of the questioned samples, one had an erroneous result from the c702 analyzer that was reported outside of the laboratory. The result from the c701 analyzer was considered to be correct and a corrected report was issued. The sample resulted as 7.8 mg/dl when tested on the c702 analyzer and when tested on the c701 analyzer, it resulted as 9.4 mg/dl. There were no allegations of an adverse event occurring with the patient. The ca reagent lot number was 18368701, with an expiration date of 12/31/2017. The field service engineer determined that the sample syringe seals were worn. The seals were not tight against the syringe barrels. This would likely affect crej and ca since these tests use small volumes of patient sample. He found a rinse mechanism that was barely secured to the mechanism base. He adjusted rinse levels. He pressure tested the rinse tubing and no leaks were found. Due to visible signs of age, he replaced tubing for a rinse mechanism. He found some ultrasonic mixers to have precipitate built up on them, which may have influence mixing effectiveness. He ran precision studies and results were within specifications. One pooled serum sample was run on the other analyzer as a comparison and there was no concern with the results since the results compared. The customer successfully ran calibration and controls; all results were within the customer's established ranges. Investigations have determined the worn seal piece is the root cause of the reported issue.